Event description:
It was reported the patient had been experiencing discomfort due to the location of their ipg. As a result, the patient had their ipg relocated via surgical intervention on (B)(6) 2019. Surgical intervention addressed the patient's issue.